Event description:
Pt presented in 4/2002 with an intra cranial bleed but did not have any neurological deficits; the pt was released. Pt returned 7 days later with neurological deficits. Medical evaluation determined that the pt had one, possibly two small strokes prior to any intervention. An angiogram revealed occlusion of the pt's right pca and the presence of diffuse vascular disease. Two pseudo-aneurysms were also detected, one of which was a confirmed vessel dissection. The aneurysm was considered inoperable; therefore, emergent angiograph, angioplasty, and embolization in the interventional radiology unit were identified as the most appropriate form of treatment. Pt and family gave informed consent. The various stages of the procedure included diagnostic angioplasties using a hyperglide balloon catheter (contra to IFU) and a coronary non-compliant balloon catheter, and tamponading (embolizatiion with fibered microcoils) of the vessel's progressive dissection in order to prevent subarachnoid hemorrhage. An attempt was made to tack up the vessel dissection and gain perfusion, using the hyperglide balloon catheter. The balloon was inflated/deflated 8-10 times with success and re-perfusion was temporarily restored, but quickly deteriorated. Angioplasty was performed again, this time using a coronary non-compliant balloon catheter to re-establish perfusion, but without success. Approximately 60 minutes after using the hyperglide balloon catheter, the same hypergilde was inserted to attempt a 3rd angioplasty. It was unclear to the physician if the balloon catheter was in the artery or in the false lumen created by the dissection, so selective angiography was performed with the hyperglide (contra to IFU, using), using undiluted contrast medium (also contra to IFU). When the guidewire was removed from the tip of the balloon catheter, the balloon inflated unintentionally in the cerebral artery and would not deflate. Multiple attempts using various methods to deflate the balloon were made but were unsuccessful. Coils were placed around the inflated balloon in order to prevent hemorrhage should the balloon deflate on its own at a later time. Since the hyperglide could not be removed, the catheter was allowed to remain in the vessel and was cut at the exit point in the groin area. The pt is believed to have suffered another stroke during or immediately after occlusion of the artery. The pt has hemiparesis and has been moved to a rehab facility.